Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic heart valve the clinical study patient exhibited complete heart block. Following implant of the valve, a permanent pacemaker was implanted to resolve the heart block. No adverse patient effects were reported.

Manufacturer narrative:
No adverse patient effects were reported. The product remains implanted. A supplemental report will be filed if additional information is received or when the investigation is completed. (B)(4).

Manufacturer narrative:
Conduction disturbances are known potential adverse effects and can be resolved with the implant of a permanent pacemaker with the risk-benefit ratio in favor of the percutaneous aortic valve.